Manufacturer narrative:
The device was not returned for evaluation. The device history records review did not reveal any anomaly that could explain the reported event. No device was returned, this complaint is therefore considered unverifiable. The exact root cause could not be determined. Device identifier

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A territory manager reported on behalf of the customer that a patient had a licox catheter it2 (kit containing cc1.p1 and the vk5.2 introducer) for a few days. It was noted that the licox monitor pto2 and the temperature value on screen changed when the nurse manipulated the white connector of the blue cable and the connector cc1. P1 of the ip2p catheter on (B)(6) 2019. It was an intermittent situation when the nurse touched the cable and the catheter junction. The value on the screen stayed stable if the cable and catheter were not manipulated. The value did not change since 48 hours. The monitor has been verified with the white connector test and the green card test. The monitor was working well, value at 154, and temperature at 22c. No patient injury or death was alleged and no revision or medical intervention was required. Additional information has been requested